Event description:
Post-market clinical evaluation of the treatment of femur fractures with the femoral nail greater trochanter(gt) of the t2 alpha femur antegrade gt/pf nailing system. Subject (B)(6). (B)(6) 2023: implant breakage (nail). Patient heard/felt pop in left hip when rising from chair and was unable to walk/stand. He reported to the ed on (B)(6) 2023. X-ray revealed broken implant and initial fracture was appreciated. Treatment was described as ¿implant removed, fracture reduced, and new implant placed.¿ (B)(6) 2024: reoperation surgery done to revise to another internal fixation device (stryker gamma4 long nail). Bone graft also used during this surgery.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.